Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In the post-op period a non-functioning leaflet may be due to disease progression, calcification, or thrombus. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the valve stenosis and non-functioning leaflet could not be confirmed, however, may be due to structural valve deterioration and disease progression. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 5 months post implant of a 23mm sapien valve in the aortic position, the patient presented with stenosis of the valve. Tee revealed one leaflet was not moving. A 23mm sapien 3 valve was successfully placed via tf approach with approximately 2 mm overlap over the aortic and ventricular edges of the sapien valve. Post valve implant the catheter based gradient was zero. The patient was transferred to recovery in stable condition.